Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm megasuturecut needle driver instrument to perform failure analysis. The instrument was analyzed and was found to have a broken main tube approximately 32 mm from the distal tip. The main tube is broken, and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument was jammed at the distal end of the shaft. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no material missing/ detached from the portion of the device that enters the patient¿s body. The instrument was not placed on the robot arm. The scrub tech noticed the instrument was broken immediately after opening it and it was handed off the sterile field at that time.